Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smartassist section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿.

Event description:
The user facility reported that the impella cp was inserted on a patient without issue with heparin onboard. The impella was ramped up in auto. However it was reported that after about 10 minutes the pump stopped. Attempts were made to restart however they were unsuccessful. Decision was made to remove the pump and replace with a new cp.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for evaluation. Pump stop: data logs were reviewed and no pump stop alarms were observed over 1 hour long term log available. Real time logs showed fluctuating motor current and motor speed but again no pump stop alarms. The cause of the pump stop could not be definitively determined as insufficient data logs were provided and no product was returned for evaluation. Device history review: the device passed all the post sterile inspection checks.